Event description:
It was reported that the customer received a sensor error and a discrepancy in her sensor reading when compared to her blood glucose level. The sensor read 181 mg/dl while her blood glucose was 380 mg/dl. At the time of this report, the customer's blood glucose was 158 mg/dl. After two consecutive calibration errors, the customer received a bad sensor alert. She was advised to remove and change out the sensor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.